Event description:
The customer reported that while they were demand mode pacing they got a "pace stop" message and the pacing stopped unexpectedly during a pt event. There was no impact to the involved pt.

Manufacturer narrative:
(B)(4). This customer reported that while they were demand mode pacing, they got a "pacer stop" message and the pacing stopped unexpectedly during a pt event. There was no impact to the involved pt. There were no ECG strips or event summary from this event available for review. The "pacer stop" message occurs if the leads ECG waveform becomes unavailable or if the user presses the pacer stop button. The device was evaluated by the hospital biomedical engineer and passed all testing. The device has been returned to use. We are unable to determine the cause of the reported symptom.